Event description:
It was reported that a spectrum iq pump had an occluded downstream pressure during the preventive maintenance. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, the pump passed the downstream occlusion testing. A review of the event history log revealed downstream occlusion messages. The alarms in the log were likely a result of normal pump operation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation no correction required. Should additional relevant information become available, a supplemental report will be submitted.